Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The physician stated that there was no leak in the system and that the issue was likely due to the balloon losing pressure as a result of aging. The balloon and pump were explanted and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The physician stated that there was no leak in the system and that the issue was likely due to the balloon losing pressure as a result of aging. The balloon and pump were explanted and replaced. There were no additional patient complications.